Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that an arterial transpac IV monitoring kit w/03 ml squeeze flush device and 2 needleless valves generated a leak during patient use. The reporter stated, ¿transducer found to be leaking from the blue transducer flush. Line primed already connected to the patient. Product discarded and replaced with a new line which worked fine.¿ the staff noticed the normal saline flush leaking. There was no medication used with the product. The product was not reprocessed or re-sterilized prior to use. The suspect product is available for retrieval and evaluation. The product is not contaminated with biohazard or chemotherapeutic agent. There was no patient harm reported.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13853980 was reviewed and no non-conformities were found that would led to the reported complaint. D9 - device available for evaluation: no.